Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer report number: 2938836-2018-07931. During follow-up, oversensing due to noise was noted on the atrial and ventricular leads. Technical support was contacted and additional information was requested but not yet received. The patient was in stable condition.

Manufacturer narrative:
As received, a complete lead was returned in two pieces. Visual inspection of the lead found two external insulation abrasions breaching the outer insulation and exposing the outer coil proximal to the suture sleeve tie impression. The cause of the external insulation abrasions was consistent with friction to the device can and the reported event.

Event description:
During follow-up, oversensing due to noise was noted on the atrial and ventricular leads. The leads were explanted due to dislodgement caused by twiddler's syndrome. The patient was in stable condition.